Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled " one stage revision arthroplasty of the hip for deep gram negative infection" written by v. V. Raut, m. S. Orth, m. Ch. Orth, p. D. Siney, and b. M. Wroblewski published by international orthopaedics springer-verlag (1996) pages 20: 12-14. Accepted by publisher on 06/07/1995 was reviewed. The article's purpose was to describe the use of one stage revision arthroplasty of the hip for deep gram negative infections. Data was compiled from follow-up on 15 patients for an average of 8 years. Cement manufacturer for two of the patients revised was manufactured by depuy, the remaining 13 revised were of competitor cement. The components implanted during this trial were charnley instruments, but were implanted prior to 1991 and not the responsibility of depuy.